Event description:
On the literature article named "spinopelvic alignment does not change after bilateral total hip arthroplasty in patients with bilateral crowe type-IV developmental dysplasia of the hip", it was reported that two patients, due to aseptic loosening, required a revision surgery to explant an ep-fit plus shell. The outcome of the patients is unknown.

Manufacturer narrative:
The study of (B)(6) [1] reports surgeries on 27 patients. It was reported that 2 patients required acetabular cup revision because of aseptic loosening. The outcome of the patients is unknown. As this is a literature complaint, the parts, used in treatment, were not returned for investigation. The part and the batch number of this device are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. The reported failure is stated as a side effect in the instructions for use. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. A complaint history review was performed. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: (B)(6).